Event description:
During preparation as the guidewire was being soaking in saline solution, it was noticed that there was "black stuff peeled from the distal end."

Manufacturer narrative:
Additional info regarding the event was requested and the following was determined: the package integrity was visually inspected prior to use with no observation. The protective packaging coil was flushed with saline before the wire was removed. There were no difficulties during removal of the wire from the protective packaging coil. The wire was visually inspected after removing from the packaging coil, and "black stuff" was found.